Event description:
It was reported that during an unspecified surgical procedure, it was observed that the rotation per minute on the foot control device were too low. It was further reported that the device was intermittent. The reporter stated that the device was switched out for a demo device and worked fine. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All provided information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the pedal was broken, which caused the low rpm. Therefore, the reported conditions were confirmed. It was determined that this was due to mishandling of the device by dropping or hitting the device against something which broke the pedal. The assignable root cause was determined to be caused by misuse, abuse, and /or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.